Event description:
It was reported that the evis lucera elite bronchovideoscope had a blackout when adjusting the upper angulation. The reported malfunction occurred during service and maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.